Manufacturer narrative:
The service engineer replaced the breath delivery printed circuit board (pcb) and updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 840 ventilator presented device alert <(>&<)> safety valve open, loss of ventilation. The patient was transferred to an alternative ventilator. No patient harm was reported.